Manufacturer narrative:
(B)(4). No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. (B)(4).

Event description:
During a follow-up, fluoroscopy was performed which revealed the lead was externalized near the rv coil. The patient will be monitored with follow-ups. The patient is doing well.